Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic sigmoidectomy, the surgeon pushed the green button, however could not squeeze the handle and could not fire the device. Replaced by a new handle and a new reload and the firing were continued. No patient injury.